Event description:
The pancreatic stent was removed using a rat tooth forceps, and fractured during attempted removal leaving the distal remnant portion of the stent in the mid-pancreatic duct.a guidewire was passed into the duct of wirsung and advanced to the pancreatic duct proximal to the remnant portion of the stent.dilatation of the pancreatic duct was done using a 4mm dilating balloon along the course of the pancreatic duct distal to the stent.a side-bite rat tooth forceps was used to fluoroscopically remove the remnant fractured stent and pulled out through the biopsy channel of the endoscope.